Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, while on the third firing on the stomach sleeve, there was a poor staple formation. The surgeon reported that there was only 1 row that stapled on the patient side but attributed it to a dragged staple. The issue was across the proximal, central, and distal. The surgeon used suture to reinforce the staple line. There was no patient injury.